Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Additional information received indicating that the right ventricular (rv) lead was capped and replaced to resolve the event. During the lead revision procedure, externalized conductors were noted on the rv lead. There were no known patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, oversensing due to noise was noted on the right ventricular (rv) lead. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.